Manufacturer narrative:
Concomitant medical products: dtba1qq crt-d, implanted on (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high pacing impedance, oversensing, and noise. It was noted that a rv lead integrity warning was triggered. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.